Event description:
The customer reported that the insulin pump was not rewinding completely. The customer stated that she forced the reservoir into the device and received 100 units of unwanted insulin. The customer went to the emergency room and did receive medical attention for her low blood glucose. Troubleshooting was performed. Assisted the customer to rewind the insulin pump, and the device appeared to rewind totally. The customer requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.